Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 6.8, inratio: 5.6, lab: 10.2. Lab draw was done an hour after inratio results. Patient's target therapeutic range is 2.0-3.5. Patient was admitted to the hospital and administered vitamin k after lab of 10.2.